Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported "slight deformation of the left implant with the presence of single superficial folds, as well as the accumulation of a minimum amount of free fluid along the periphery" and "moderate ... Diffuse breast fibroadenomatosis" . Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6(b), h6. Photographic device evaluation : a review of the device through photographs noted the event seroma could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side violation of the integrity of the implant shell (captured as rupture), an accumulation of a minimum amount of free fluid along the periphery" and superficial folds. The event of "moderate ... Diffuse breast fibroadenomatosis" has been deemed not device related. It was later reported there was no rupture. The device has been explanted.